Manufacturer narrative:
No sample has been returned for evaluation for the report of incurred cleft, decreased intraocular pressure (iop), decreased vision and maculopathy; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A cyclodialysis cleft is created in conjunction with implantation of the micro-stent; however, no information was provided to evaluate the surgeon's implantation technique for possible surgeon errors. The system labeling includes detailed instructions regarding implantation. A possible root cause is that the creation of an oversized cyclodialysis cleft is an established risk associated with system use; this cleft may allow increased aqueous outflow that results in lower iop, which can result in maculopathy. Each of these risks is clearly specified in the product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a micro-stent implant, the patient experienced "cleft", decreased intraocular pressure, decreased vision and maculopathy. Additional information was requested.